Event description:
It was reported that during a da vinci-assisted surgical procedure that the 8mm force bipolar instrument was found to have a damaged wire. Intuitive followed up with the customer and was advised that the procedure did not have to be aborted post-anesthesia, this selection was picked incorrectly. There was no additional information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.